Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) display was vibrating and was unreadable. However, there was no patient involved.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d9 (device available for eval), d10, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, health effect - impact codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse cleaned the video card contacts and replaced the coiled cable and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Manufacturer narrative:
Updated fields: kindly disregard the previous MDR (2249723-2025-0002931) follow up 1 as it was submitted in error. A supplemental report will be submitted upon completion of our investigation and additional information.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d9, d10, e2, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion, impact codes), h11. A getinge field service engineer checked the machine, defect was eliminated by cleaning the video card contacts and replacing the monitor's spiral cable. Operational tests performed successfully. Repair completed, the equipment can be used.

Event description:
It was reported that before use, cs100 intra-aortic balloon pump (iabp) display was vibrating and was unreadable. There was no patient involved.

Manufacturer narrative:
Due to character restrictions in block e1, event site name: (B)(6). Event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) display was vibrating and was unreadable. No harm/ adverse event was reported.